Event description:
During troubleshooting of a check patient line alarm that appeared on the homechoice (hc) display during drain 5 of 5, the home patient (hp) revealed that there were lots of air bubbles in the other lines. The technical service representative (tsr) assisted the hp to end of therapy and advised to contact the nurse. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp, it was revealed that she had hooked the drain line to the patient line and thus the air entered into her disposables. The hp spoke with the nurse. There were no complications/infections/medical intervention as a result of this. The therapy was going well. There were no defects with the supplies.

Manufacturer narrative:
(B)(4).this complaint, for a check patient line alarm was not confirmed. Per the complaint information, the cause of the complaint is use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.